Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
During the fitting session, the family reported that the bilateral user noticed her hearing benefit with the left device was at a lower level.the user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During the fitting session, the family reported that the bilateral user has noticed her hearing benefit with the left device is at a lower level.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
During the fitting session, the family reported that the bilateral user has noticed her hearing benefit with the left device is at a lower level. Re-implantation is considered; however, no date has been provided yet.

Event description:
During the fitting session, the family reported that the bilateral user has noticed her hearing benefit with the left device is at a lower level. As per additional information, a CT scan is requested and the user will be seen for new measurements in 3 months. No re-implantation is considered at this moment.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is not planned at the moment. The recipient will be seen at the beginning of 2022 for further monitoring.